Event description:
The device was returned for a valve 1 failure. During the pump's self check procedure an alarm happened during the pneumatic portion. The device was reverted to manufacturing mode and failed pneumatic hardware testing consistent with a valve 1 failure. No additional damage was identified internally.

Manufacturer narrative:
N/a.

Event description:
The following has been reported: biomed reported: "service needed error", injury/adverse reaction: no, stopped active infusion: no. A preliminary review of the logs identified the following issue: pneumatic valve leak failure (valve 1). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.